Manufacturer narrative:
Internal report reference number: (B)(4). Expired test strips were returned for evaluation: 1 vial of pr1992, 2 vials of pt2729, 1 vial of pp1759 . Unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 03-sep-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Customer has discontinued and expired product. Customer has true result meter and truetest test strips. Wife is calling stating the true result meter belongs to her husband but that she uses it and is concerned with her result obtained compared to another device. The customer is concerned with test results from fasting meter to meter comparison of 69mg/dl using true result meter and 153mg/dl using another device. The result of 69mg/dl could not be confirmed in the meter memory. The customer¿s expected fasting blood glucose test result is 70mg/dl; customer stated she is hypoglycemic at times. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2017 (expired) and open vial date is one month ago. Customer has two vials of lot number pr1992. Customer has additional vials of truetest test strips: pt2729 pp1759; customer did not express concern with these vials. The meter memory was reviewed for previous test result history (wife states higher results in meter are husband's): (B)(6).